Manufacturer narrative:
A field service engineer (fse) went on-site and found a bad o-ring seal on the exit waste canister and replaced it. Fse also found blockage in the wash station to the waste canister tubing that was causing fluid to backup the line and exit the vent tubes. Fse cleared all lines and fittings. Fse also reinstalled the compressor and all qc performed passed within specifications. The instrument is performing to specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak in the hydro area of the synchron cx5 delta clinical system. No injury was reported.